Event description:
Consumer stated on social media that she used 2 tampons and both of them fell apart inside of her. No injury was reported. 09-mar-2021: no failure could be identified as a result of the investigation by the manufacturer.

Event description:
Consumer stated on social media that she used 2 tampons and both of them fell apart inside of her. No injury was reported.